Event description:
It was reported that while using the surgical fiber during a prostate procedure, an excessive fiberlife message was received at 52,588 joules of use. The fiber was replaced and the case was continued using a second fiber; at 132,004 joules of use, the excessive fiberlife message was again received. The fiber was replaced and the case was completed using a third fiber. There was no injury reported. This report is for the second fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap at the beveled edge. The glass cap distal to the fracture was detached; the glass cap and fiber, proximal to the fracture, were found to rotate independently of the metal cap. Char and detritus were observed on the metal cap; devitrification of the glass cap output window was also observed. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.